Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer states the act and arrow buttons are not responding. The customer was asked if recall any significant events leading to the keypad issues. The customer response is none. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.